Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: can you please clarify when the device "discharged when shooting the load and did not work after this" was any portion of the target tissue stapled or cut when the stapler stopped working, if yes, were the staple line and cut line approximately equal in length: yes, it stapled a small part but not totally. The staples were well formed in equal proportion on both sides.

Event description:
It was reported that during a segmental hepatectomy procedure, the device discharged when shooting the load and it did not work after this. Unknown how case was completed. There were no adverse consequences for the patient.